Manufacturer narrative:
It was reported that this implanted lead was part of system revision due to infection.

Event description:
It was reported that this implanted lead was part of a system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.